Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported on (B)(6) 2018 the pd patient had been discharged from the hospital and was not feeling well. The patient had been vomiting and had a lot of mucous. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 for generalized abdominal pain. Pdrn stated the clinic had not yet received documentation from the hospital (discharge summary) and was unable to provide any information on the event of vomiting. The pdrn stated that the patient was feeling much better, and was scheduled to go to the clinic on (B)(6) 2018. Per pdrn the patient was continuing pd therapy. Additional information and medical records were requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and 43 pages of received medical records (mr) were reviewed. On (B)(6) 2018 this end stage renal disease (esrd) patients¿ contact called customer service for information to cancel the patients¿ a (B)(6) year-old, female, using continuous cyclic peritoneal dialysis {cc(pd)} for renal replacement therapy (rrt)] treatment as the patient was ¿not feeling well.¿ the patients¿ contact also revealed the patient had recently been discharged from the hospital (details unknown). The patient was in dwell 1 of 5 of the ccpd treatment. The patient continued to the drain cycle, drained and cancelled ccpd treatment. On (B)(6) 2018 during a follow up call to the patients¿ pd registered nurse (rn) it was learned that the patient was hospitalized (B)(6)2018 for generalized abdominal pain; no other details reported. The pdrn stated that the patient is feeling much better, and will be presenting to the clinic on friday (B)(6) 2018. The information contained within the received medical records were reviewed by a post market surveillance clinician. The patient presenting to the emergency room (ER) with intractable nausea and vomiting (n/v) of bilious substance. Accordingly, whenever the patient attempted pd treatment for the previous 2 nights the patient began vomiting uncontrollably and had to stop the pd treatment. Additionally, the patient stated she was only able to drink small amounts of fluids and eat jell-o, which at times still causes her to throw up with associated abdominal pain. It was also reported that the patient had shortness of breath and complaints of feeling bloated. The patient was admitted for intractable n/v, hypochloremia, hypokalemia and unable to tolerate pd therapy. Differential diagnosis included gastroesophageal reflux disease (gerd), helicobacter pylori (h. Pylori), bowel obstruction possible upper gastrointestinal (gi) bleed (at some unknown time during the hospitalization the patient reported some blood in emesis). Of note the patient had gone to the ER the previous night on (B)(6) 2018 for similar symptoms and was release home. The atient was discharged on (B)(6) 2018 course of hospitalization and treatment for admitting diagnosis is largely unknown with the exception of lab values and test results.

Manufacturer narrative:
Although a temporal association exist between the patient adverse symptoms of intractable nausea, vomiting, feeling bloated, abdominal pain, sob and the subsequent ER visit and hospital admission and ccpd treatment with the liberty cycler there is no documentation that shows a causal relationship between the adverse events and the liberty cycler. As there is no allegation that the liberty cycler malfunctioned or did not perform as expected. Additional information related to the hospital course and treatment for the adverse events is needed to determine any potential causality. Should additional new information be made available this clinical investigation will be reevaluated. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file and 43 pages of received medical records (mr) were reviewed. On (B)(6) 2018 this end stage renal disease (esrd) patients¿ contact called customer service for information to cancel the patients¿ [a (B)(6), female, using continuous cyclic peritoneal dialysis {ccpd} for renal replacement therapy (rrt)] treatment as the patient was ¿not feeling well.¿ the patients¿ contact also revealed the patient had recently been discharged from the hospital (details unknown). The patient was in dwell 1 of 5 of the ccpd treatment. The patient continued to the drain cycle, drained and cancelled ccpd treatment. On 9 jan 2018 during a follow up call to the patients¿ pd registered nurse (rn) it was learned that the patient was hospitalized (B)(6) 2018 for generalized abdominal pain; no other details reported. The pdrn stated that the patient is feeling much better, and will be presenting to the clinic on friday ((B)(6) 2018). The information contained within the received medical records were reviewed by a post market surveillance clinician. The patient presenting to the emergency room (ER) with intractable nausea and vomiting (n/v) of bilious substance. Accordingly, whenever the patient attempted pd treatment for the previous 2 nights the patient began vomiting uncontrollably and had to stop the pd treatment. Additionally, the patient stated she was only able to drink small amounts of fluids and eat (B)(6), which at times still causes her to throw up with associated abdominal pain. It was also reported that the patient had shortness of breath and complaints of feeling bloated. The patient was admitted for intractable n/v, hypochloremia, hypokalemia and unable to tolerate pd therapy. Differential diagnosis included gastroesophageal reflux disease (gerd), (B)(6), bowel obstruction possible upper gastrointestinal (gi) bleed (at some unknown time during the hospitalization the patient reported some blood in emesis). Of note the patient had gone to the ER the previous night on (B)(6) 2018 for similar symptoms and was release home. The patient was discharged on (B)(6) 2018 course of hospitalization and treatment for admitting diagnosis is largely unknown with the exception of lab values and test results.